Manufacturer narrative:
After further investigation received from the complainant any t was inserted in the patient making this complaint not reportable. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during meniscus suture surgery, when device was ready to use, it was found device only had t1. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported. After further investigation received from the complainant any t was inserted in the patient making this complaint not reportable.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed the suture has been cut. T2 remains on the suture. A review of the manufacturing records confirmed all components required for this product build were issued to the work order. The condition of the construct indicates the suture was inadvertently cut during placement of t1.

Event description:
It was reported that during meniscus suture surgery, when device was ready to use, it was found device only had t1. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that the suture was inadvertently cut during placement of t1 therefore t1 was already placed in the patient when t2 didn't deploy.